Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when add'l reportable info becomes available.

Event description:
Customer reported that they had anterior capsule tears on three occasions. The reported ac tears event occurred on (B)(6) 2014.